Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable connections to the cine hard disk drive were evaluated and reseated. The cine hard disk drive was also reformatted during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.